Manufacturer narrative:
(B)(4). G2: foreign, event occurred in india. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery the air dermatome was not functioning properly. The motor was not rotating, and there was an air leak at the input connector. There was no patient involvement. Due diligence is complete.